Event description:
New information received notes that programming changes were made. The patient was stable before, during and after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that many inappropriate mode switch episodes were observed on the pacemaker via merlin.net transmission possibly due to noise. Far r wave oversensing was also suspected. Programming changes were discussed. The patient was stable.